Event description:
It was reported when using the bd tube k2edta plh 13x75 4.0 plbl lav br had underfilled tubes during use. This event occurred 15 times. No patients and/or user were impacted. The following information was provided by the initial reporter. The customer stated: customer reports that today 15 tubes of cat. 360057 filled below capacity.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, five (5) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube k2edta plh 13x75 4.0 plbl lav br had underfilled tubes during use. This event occurred 15 times. No patients and/or user were impacted. The following information was provided by the initial reporter. The customer stated:customer reports that today 15 tubes of cat. 360057 filled below capacity.